Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. It was noted the patient had congenital heart disease and underwent a sternotomy in the past, but without wires. The electrode was placed on the right parasternal position. The patient's sternum was observed to be somewhat rotated. The system was implanted using the two-incision technique and automatic setup was performed, with the device picking the secondary vector. However, the device appeared to be sensing the p-waves and the vector was manually changes to primary. Defibrillation threshold (dft) testing was successful and the shock impedance measurement was 46 ohms. Post-implant x-rays were reviewed and the electrode placement almost appeared to be substernal. Two days after the implant, the physician contacted the boston scientific field representative to report a CT scan showed the tip of the electrode was intrathoracic. The patient was stable and there was no adverse effect on the patient. The physician planned a revision procedure for the electrode. The physician noted that during tunneling they did not believe they had a very aggressive angle and also that they could not feel the tunneling tool or electrode once placed. Data and x-rays were reviewed by technical services. The x-ray showed a potential anomaly on the body of the electrode, it appeared to be a kink, and the physician was cautioned to use a new electrode or thoroughly evaluate the existing electrode to ensure there was no actual damage. The electrode revision was performed the following week. The xyphoid incision was reopened and the electrode was pulled out. No damage was observed so the electrode was cleaned for reuse. A new incision was created at the upper sternum and the electrode was re-tunneled from the xyphoid to the upper incision. X-ray showed appropriate position and the incisions were closed. It was noted the physician preferred to maintain the original electrode so the device pocket would not require reopening, to mitigate any risk of infection for this patient. Automatic setup was performed and the device picked the primary vector. Dfts were successful, with a shock impedance measurement of 65 ohms. Data was submitted to technical services, and it was agreed the primary vector exhibited appropriate r-wave amplitudes and r/t ratio. The s-ICD system remains implanted and in service. No additional adverse patient effects were reported.